Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was experiencing sporadic buzzing. Patient stated the buzzing was distracting and it comes and goes. Patient stated when stimulation was on, the device continued to help with her symptoms and she had been able to turn stim down 20%. Patient stated if she laid down flat or was in a certain position, she was more likely to have the buzzing but the buzzing doesn't only happen in those positions. Patient stated sometimes it felt like a burning. Patient stated in november she had a basal cell removed, the doctor who removed it stated they did not touch it. Patient stated that if she turned stimulator off the buzzing would stop. Patient stated the doctor did an MRI which showed, leads had not moved. Patient stated her doctor stated nothing else they could do except drill into her skull and insurance wouldn't cover it. Patient to see her doctor on (B)(6) to check for infection. No further complications were reported/anticipated.